Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, crosstalk on the ventricular lead was observed on a stored egm. Programming changes were recommended. Patient is fine and will be scheduled for in-clinic visit.